Event description:
The clinic reported that a pt had uncomplicated phacoemulsification procedure and with corneal edema which does not regress at the post-op examination. The clinic has not determined the cause of the edema however are conducting further investigation on possible causes. The doctor indicated that the pt's outcome is still unk and may require a corneal transplant.

Manufacturer narrative:
An amo authorized field service engineer examined the phaco system at the customer's location and found the system working within specification. All pertinent info available to amo has been submitted. Should new info that changes the facts and/or conclusion of this report become available, a supplemental report will be submitted.